Manufacturer narrative:
Product implicated is a 4 french catheter with guidewire. The catheter/t-lock and guidewire were returned for evaluation. The catheter measured 62 cm. The guidewire was unraveled and could not be removed from the catheter due to dried clotted blood. Lot history review showed no prior product complaints of similar nature. The core wire measures 69.3 cm (approximately 2.2 cm of the wire is missing). Under 75x magnification, the tip of the core wire is slightly angled and appears "pinched off." There is no elongated of the core wire. The distal weld of the spring wire is missing. These signs indicate the guidewire was cut. The product labeling expressly warns the clinician against cutting or damaging the guidewire. The catheter was flushed with colored water and one leak was located just against cutting r damaging the guidewire. The catheter was flushed with colored water and leak was located just distal to the catheter hub. Under 40x magnification, the edges of the leak are clear, sharp, and shiny and the cut surfaces show diagnol striations across the surfaces. The catheter tubing is permanently rippled in the damaged area. These show diagnol striations across the surfaces. The catheter tubing is permanently rippled in the damage appears granular and dull, with some spopts of jaggedness. Adjacent to the radiopaque strip, the catheter tubing is slightly shinny and appears to be necked down lenghtwise at the break site. These signs indicate the tubing may have been slightly damaged by the cut guidewire, resulting in subsequent tensile failure upon retraction of the catheter. The complaint is confirmed, since the catheter is broken.

Event description:
During catheter placement, the physician experienced difficulty threading the catheter. When the physician tried to retract the catheter, it broke. The remainder of the catheter was removed from the pt without difficulty. No pt injury was reported to have occurred.